Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the locking components of the handpiece device were damaged, and the connector was damaged. It was noted that the tools could not be mounted to the device. It was further determined that the device failed pretest for air pump assessment, noise assessment, rotational speed assessment, direction control assessment, attachment assessment, cutter assessment, and safety check assessment. It was noted that the temperature test and entrance test could not be conducted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.